Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited poor laser power. The details of the procedure and patient impact have not been reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in section b.3, b.5 and h.6 the manufacturer internal reference number is: (B)(4).

Event description:
Additional information reported that during the panretinal photocoagulation surgery reported laser issue occurred without any patient health impact.